Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted reported concerns related to not draining fully on the cycler. The patient was a spanish speaker, and it was recommended to have the language of the cycler set to spanish. Additionally, technical support explained how to read treatment records and explained what negative ultrafiltration (uf) meant. The last treatment recorded for this patient was (B)(6) 2023. The patient received several alarms during the treatment. The patient ended the treatment after one cycle. The patient did not call for assistance to troubleshoot live. The patient reported that on (B)(6) 2023 he felt ill and went to the hospital. No additional information was provided. The patient did not state that he was in treatment at the time of feeling ill. Additionally, the patient did not report that the treatment on the liberty select cycler made him feel ill. Attempts to obtain additional information were unsuccessful.